Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a patient experienced allergic reaction from ah temp kit after root canal treatment.

Manufacturer narrative:
Additional information received: a patient reportedly had an allergic reaction after being exposed to ah temp. The severity of the reaction, however, is unclear, as the information provided in different documents diverges. Moreover, the root cause of the event is questionable, as the patient was not tested for an allergy to the product. Furthermore, the patient allegedly has an allergy to lidocaine and received an intraligamentary injection of dentocaine. Thus, an anesthetic overdose or a cross-reaction to the anesthetic seem more likely. In light of the above, a relationship between ah temp and the event, though possible, cannot be confirmed. Investigation results: 1. The customer sample and the retained sample were tested. The identity of the material corresponds to the reference sample. The assessment is not applicable to this complaint. 2. The DHR was also checked. No anomalies present. Failure mode - possible allergic reaction. Root cause - other. Conclusion code - indeterminable.